Event description:
A peritoneal dialysis (pd) patient reported having been hospitalized for peritonitis seven months prior. There were no reported allegations that the event was related to issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient was diagnosed with peritonitis and concomitant appendicitis. It was reported that the patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with antibiotic therapy (details unknown). The patient also underwent appendix removal surgery. The patient was subsequently discharged on (B)(6) 2024 and recovered from the event. The nurse stated that the patient continues pd with the same cycler without any issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the fresenius cassette and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that the fresenius cassette set had a malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew the bacteria staphylococcus aureus which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having been hospitalized for peritonitis seven months prior. There were no reported allegations that the event was related to issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient was diagnosed with peritonitis and concomitant appendicitis. It was reported that the patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with antibiotic therapy (details unknown). The patient also underwent appendix removal surgery. The patient was subsequently discharged on (B)(6) 2024 and recovered from the event. The nurse stated that the patient continues pd with the same cycler without any issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique by the patient.